Event description:
The homecare provider (hcp) reported the following information: (1) a patient was filling a c1000 from the companion 41 stationary (c41) when they froze together. (2) he twisted the c1000 back and forth from the c41 causing the quick connect to break free from the c1000 resulting in liquid oxygen leaking from the c1000 quick connect. (3) the patient felt a "tingling" on the palm of his hand from contact with liquid oxygen. (4) the patient applied burn ointment. No blisters appeared; medical attention was not sought.